Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented during generator change out. High capture threshold was noted on the lead. The lead was capped and replaced. The patient was stable post-procedure.